Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was getting an MRI and has a low impedance. They state the surgeon says patient needs an MRI as a CT and x-ray shows that there is a very large cyst that has formed around one of the contacts and they are very sick. Caller mentioned that the patient's therapy was providing help and wanted to know if explant was the only option. They state they have either a 37601 or 37612. Left gpi impedances: no issues in monopolar: ranges from 700 to just over 1072. Bipolar configuration: contact 3 and 0 1708, contact 2 and 0 1315. The cause of the low impedance, cyst, and sickness was not known, and the event was unresolved at the time of this report. No further complications were reported or anticipated with this event. Additional information received from a manufacturing representative (rep) indicated there were no interventions planned to resolve the reported issues. The family denied the request to perform an MRI based on the labeling concerns. The surgeon had no further comment.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d: the ins model # is either 37601 activa pc or 37612 activa rc; however, follow-up attempts to clarify the device information were unsuccessful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was implanted for dystonia.

Manufacturer narrative:
Concomitant medical products: product ID 3387s lot# unknown serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.